Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Based on the available information, the root cause of the issue was not determined as the device was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 66-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The device was placed, started, and position verified via echo, the physician did not see the improvement he wanted/needed for the patient and the device was explanted to put the patient on extra corporeal membrane oxygenation (ECMO) to stabilize hemodynamic support. There was no reported harm to the patient.